Event description:
The customer contacted stryker to report their device would not recognize the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. Review of the event log indicates the possible cause could be a poor connection to the patient's skin but the cause of the reported issue could not be conclusively determined. This device was archived.

Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report their device would not recognize the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.